Event description:
The facility reported a pump in which the volume delivered on ch1 was too high. It is unk when this event occurred. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
The reported condition of a pump that over-delivered on ch1 was not confirmed during product eval. The device passed the accuracy test. The device was serviced, and sent back to the customer.